Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient who was injected with juvéderm® volbella¿ with lidocaine into the eye bags and soof area, juvéderm® voluma¿ with lidocaine into the commissures and chin and about four months later with juvéderm® voluma¿ with lidocaine into the cheekbones and chin, has experienced pain, nodules in the area of dark circles, cheekbones and chin. "They stab and if you touch it, it hurts" and "is much more inflamed in the cheekbone and left dark circles". "It matches when patient had laryngitis and snot that was taking expectorant without knowing how to specify and collagen pills" (not device related). Further information regarding treatment and symptoms has not been provided. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-34273) and (B)(6) (emdr-34274). This emdr is being submitted for the second juvéderm® voluma¿ with lidocaine.